Manufacturer narrative:
B3: unknown. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was infusing too high of a volume of dilaudid, as it was entered under a standard dose and not a high dose. The patient received too much medication. Per reporter, when the device was changed out it was identified that it was entered as a standard pca and not high dose pca. The product fault occurred during infusion. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.